Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) was consulted and recommended changed out. No adverse patient effects were reported.